Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2020-48284. It was reported the patient's system was auto reducing. Diagnostics indicated high impedance readings. Physician indicated the patient ad been twiddling. As a result, the patient underwent surgical intervention during which the lead extension was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The report of issue was confirmed. Analysis of the returned lead extension identified broken wires. The fractured wires are consistent with an overstress condition or sudden event, the extension was subjected to while still in vivo.